Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 2 mg/ml concentration at 0.15 mg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient was seen in the office. Patient was diaphoretic with redness and swelling noted at the pump pocket site. The cause of the event was not determined. Blood cultures and cultures of pocket site were obtained. These results would not be available. System was explanted on (B)(6) 2018. Admission to hospital for wound care occurred. At the time of this report, it was unknown if the issue had resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.